Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, which impacted imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment, which was completed in low fluoroscopy mode. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating only low load fluoroscopy was possible, which impacted imaging. Upon troubleshooting, the fse found a slow oil leak at the x-ray tube that caused the system to fall back on low fluoroscopy mode. To resolve the issue, the fse replaced the x-ray tube and performed tube calibrations. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.